Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic band removal, the surgeon placed the trocar but it was sticking when they tried to place a 5mm device down the port. They opened and used another trocar package to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted that the trocar, cannula, circular and envelope seals appeared intact. The radially expandable sleeve was not received. The obturator was not received. A functional evaluation found that the device passed an air leak test. The cannula tip was checked with a 221. Pin gauge and was in spec. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.